Event description:
It was reported that a patient underwent an open ipom a year ago and mesh was implanted. The patient experienced a recurrent hernia. During the reoperation, it was noted that there was little ingrowth into the abdominal wall and was easily removed. A different device was used to repair the defect.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.